Manufacturer narrative:
The company service representative examined the system but did not replicate the reported event. The company service representative tested the laser and found the all parameters to pass. The system was then tested and met all product specifications. Unrelated to the reported event, there was an issue with the slit lamp fiber had an issue with the signal, so the company service representative suggested to the customer to purchase a new one. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problems; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic surgical console laser was weak. The procedure details and patient harm was not provided. Additional information has been requested.